Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The foil package was confirmed as having a defect. The foil was in the seal of the package.

Event description:
It was reported that prior to use on a patient, the aluminum package was folded and was into the sealed area. The package integrity was compromised. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.